Event description:
It was reported by the patient that their battery was dead due to multiple overdischarges. The patient stated that they wanted to find a doctor that can remove the implant. The patient said their doctor was no longer practicing. Additional information was requested but was not available at the date of this report.

Manufacturer narrative:
Concomitant products: product ID: 355029, lot# n091530, implanted: (B)(6) 2008, product type: accessory. Product ID: 3777-45, serial# (B)(4), implanted: (B)(6) 2008, product type: lead. Product ID: 3708160, serial# (B)(4), implanted: (B)(6) 2008, product type: extension. Product ID: 37752, serial# (B)(4), implanted: (B)(6) 2008, product type: recharger. Product ID: 37742, serial# (B)(4), implanted: (B)(6) 2008, product type: programmer, patient. (B)(4).